Manufacturer narrative:
Product event summary: analysis could not replicate the smoke coming out of programmer, however, confirmed the programmer would not power up and burnt odor from vents. Power supply found out of electrical specification. Analysis also found the power cord bay assembly latch was broken.

Event description:
It was reported the programmer started smoking from air vent when powered on. The programmer was returned for repair. There was no patient involvement.